Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d I nformation references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(4) revealed a cracked lcd. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 2 weeks ago the controller (ptm) would no longer charge, the ptm would not come on or do anything. During call pt removed the battery and plugged the ptm into the ac power supply, pt verified that it turned on. Pt put the battery back into the ptm and verified it was not charging. When pt examined the ptm battery compartment the 3rd pin was leaning sideways, when examining the battery, the 3rd one looked chipped at the top. Pt called back stating they got all new equipment but when they go to charge their implant battery they get no device found. During call pt attempted to recharge their implant battery and they got the message no device found. Ps assisted pt on going through passive recharge mode. Pt was able to recharge their implant at excellent. Troubleshooting resolved. Information regarding bone density scan compatibility was also reviewed with the patient.